Manufacturer narrative:
The subject was returned to sorc but has not returned to omsc. Sorc checked the subject device for evaluation. It was confirmed that the insertion tube of the subject device was partially peeled off more than 1mm2. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported event was attributed to the stress during use, the external factor and/or the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found that the insertion tube of the subject device was partially peeled off more than 1mm2. The date of event is unknown. There was no report of patient injury associated with the event.